Event description:
It was reported that the health care provider (hcp) filled her pump a few days earlier in (B)(6) 2015 as the hcp was not going to be there on 2015-(B)(6) and could not get back by 2015-(B)(6). However, filling difficulties occurred resulting in a suspected pocket fill requiring reprogramming and ICU hospitalization. The cause of the filling difficulties was not known. It was also reported that there was a suspected pocket fill but it was not confirmed. The patient reported that they had used fluoroscopy with the pump refill, filled it correctly and minutes later she felt drowsy. Shortly after fill, patient went into respiratory depression as she was leaving the surgery center where she has it filled. The patient was taken to the emergency room (ER) via ambulance and taken to a hospital. As soon as the patient¿s pump was refilled she was sent to recovery and was in a drug overdose and the patient was ¿so out of it.¿ the patient had the inability to urinate from 2015-(B)(6) in the ICU until sometime on 2015-(B)(6). Reportedly, the pump was checked, or something was done to the pump, and the patient had inquired what was discovered. The surgery center had told the patient she was ¿literally dying¿ after her refill. The physician had denied a physician bolus as the patient did not have any pain when she was asked. Reportedly, the hcp did not know what the representative did when checking the pump in the ICU, nor did the hcp know what had happened but thought it was ¿some pump issue.¿ they were getting ready to put a ventilator on the patient on 2015-(B)(6) and the patient was discharged on 2015-(B)(6) and moved from ICU to main floor. The patient later reported that she was seen by the physician on 2015-(B)(6) for a follow-up after the overdose and as the pump was turned off at the surgery center. The patient¿s physician had turned the pump back on 2015-(B)(6) and gave her a refill date of 2015-(B)(6). The patient had heard an alarm on 2015-(B)(6) but that was expected because the pump was stopped past the 48 hours. The pump was still pumping the medicine to wake the patient up with ¿narco.¿ the patient had inquired at that time if the hcp could take the pump out. However, the patient also reported with her diabetes ¿with the next rate etc.¿ and wanted to wait until natural battery depletion of the pump before doing a surgery. The patient continued to have ¿issues¿ for the next couple of days and still had ¿some minor issues.¿ the patient report complications which included chest pain, shortness of breath, and sweating profusely all day and night for days to which she went back to the hospital for on 2015-(B)(6). On 2015-(B)(6), the patient was not feeling good and started feeling drowsy and sedated again, had issues again with urinating ¿only dripping a little bit,¿ and felt nauseous. She put zofan under her tongue and also started vomiting the night prior. The patient¿s feeling of sedation was fluctuating. When she just started to urinate on 2015-(B)(6) and ¿felt like she took another pain pill and felt like she was going to fall and high and was checking her blood pressure and blood sugar, etc.¿ the patient also reported that she felt like she was going to fall and was dizzy. The patient denied this being her diabetes or not having had eaten her dinner. This had reportedly occurred since 1997 to the current date. There was inquiry if this was from the pump again and the patient was trying to contact her physician. The patient was wearing a heart monitor since 2015-(B)(6) from all the trauma and was to wear this until 2015-(B)(6). She also was with her daughter in (B)(6) since 2015-(B)(6) and would not be back until 2015-(B)(6). The patient was to travel back to (B)(6) while she would be looking for a physician in (B)(6). Reportedly, the printout from 2015-(B)(6) noted stopped pump exceed tube set. The patient read information from her telemetry printout noting it was last changed on 2015-(B)(6). The dilaudid concentration was 10.0 mg/ml and dose per day was 1.801 mg/day with eri as 23 months. As compared to the current settings reportedly ¿it was less as the patient thought it was.¿ as initially reported, no diagnostic testing or troubleshooting were required. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. It was also unknown if the patient was successfully refilled or if this was a suspected partial or full pocket fill. The location of the issues was reported as the device pocket. At the time of the report the patient's status was reported as alive-no injury. The products remain implanted. The patient¿s current status was unknown. This device system delivered dilaudid. Additional information was requested to clarify event details, resolution, and patient¿s current stats. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical product: product ID: 8731sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure and delivery failure had occurred. No event date was specified. The patient experienced withdrawal and pain. Explant surgery occurred on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that "a month ago," the patient was refilled and had an overdose which required narcan and put them in the intensive care unit (ICU). It was also reported that, on (B)(6) 2015, the patient thought the hcp did a pocket fill and missed the port; also reported as "was concerned that when the hcp filled the device on (B)(6) 2015, it went into the patient's body and they passed out from being overdosed." The pump was programmed in half on (B)(6) 2015, to a rate of 0.201 mg/day of dilaudid at 10 mg/ml. Additionally, as of (B)(6) 2015, the patient had back pain for about 2 weeks.